Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had stuck flange detect switch. There was no patient involvement.

Manufacturer narrative:
Annex b: b21. Annex c: c21. Annex d: d16. Annex a: a020601. Annex b: b01. Annex c: c17. Annex d: d07. Annex g: g0204002. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the field technician stated pca module issue of ¿stuck flange detect switch¿ was confirmed during the investigation. On 06feb2025, a pca module was received unboxed and with paperwork. Inspection observed the keypad overlay lifting on the upper right area. Testing demonstrated the pca module failing the flange switches test with the use of asft program in the bd san diego operation¿s lab. Based on the test results, the failure was attributed to the black component of the flange switch being stuck inside the rubber boot. Once the component failure was rectified, the switch operated as intended. The pca module will be returned to bd san diego repair center for normal and to correct or replace the keypad overlay lift on the front case. The failure investigation report will be attached to qn in sap. This report lists imdrf annex a, c, d, and g codes that are reportable malfunctions observed on the device during servicing. Per 803.52(f)(11)(iii) the information provided was obtained from servicing activities performed on the device. There were no additional details obtainable or provided at the time of service.

Event description:
It was reported that the device had stuck flange detect switch. There was no patient involvement.